Event description:
Shape of the battery resulted in superficial implant technique. The ins was replaced on (B) (6) 2005 due to pain at ins site; the extension was also replaced during that surgery. There was no record of the device being returned for analysis.

Manufacturer narrative:
(B) (4).